Event description:
The manufacturer became aware of a ds2adv auto CPAP device alleging that burning electrical smell is coming from the device and visibility of the smoke from the bottom of the device. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.